Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that inappropriate automatic mode switch was noted due to noise oversensing on the atrial lead was noted. The physician elected to cap and replace the lead on (B)(6) 2022. The patient condition was stable.